Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an implantable neurostimulator. The reason for call was caller stated that the patient reported that her boston scientific spinal cord stimulation is not recharging. Caller stated that they got the patient a new charger, but that did not resolve the issue. Caller said the patient met with the boston scientific representative today and as soon as they got done meeting with the representative, the patient called the caller in a fury, blaming it on the [medtronic] device because that's what the boston sci representative told her. The exact timing of the boston sci stimulator failure isn't known by caller but it was sometime after the [medtronic interstim] implant. Caller was not part of the procedure when the device was placed, but stated that their co-worker crystal was there. Caller asked if the patient was having any other issues other than recharging, and caller said that the therapy is not working now and is not taking charge and the battery is totally depleted now. The [medtronic interstim] device is on the opposite side of the body from the boston stimulator. The boston rep indicated that the boston stimulator was affected by the [medtronic interstim] system implant because the [medtronic interstim] system is a "bovie" device. Tss reviewed bovie cautery types and predominant use of unipolar cautery for most surgeries and how this can interact with and potentially damage neurostimutors. It's unknown what happened to the boston sci device at this time.